Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer's father called and stated that no buttons were functioning and a button error alarm appeared. Customer has an older pump that is being used until the replacement pump arrives. It was reported that the pump has a crack near the reservoir chamber. Insulin pump will be replaced. No additional information provided.